Event description:
It was initially reported that the patient had high impedance at a resent appointment. The patient is not having any adverse events or increase in depression. The patient had their generator disabled and surgery is planned but has not occurred to date. X-rays were provided to the manufacturer for review. There were no discontinuities that were visualized but there was a portion of the lead that was behind the generator that was unable to be accessed. Due to the quality and angle that the images were taken it is unable to be confirmed that the lead pin was fully inserted which may have contributed to the reported high impedance. Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient feels that her depression is returning. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that indicated that there was no manipulation or trauma that would have caused or contributed to the high impedance.

Event description:
Additional information was received that the patient had a generator replacement. High lead impedance was found prior to removal of original device but multiple diagnostic tests after the replacement of the generator were within normal limits. Attempts for product return are in process.

Event description:
The implant card was received indicating that the lead impedance with the new generator was within normal limits (dc dc code - 2). It was reported that the explanting facility does not return devices to manufacturer; therefore product analysis cannot be performed.

Manufacturer narrative:
Previously submitted MDR should have reported that the event was also an adverse event. This report is being submitted to correct this information. Previously submitted MDR should have reported outcome attributed to the adverse event. This report is being submitted to correct this information. Previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. If explanted, give date (mo/day/yr), corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator; therefore, this field is being updated. Previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator.